Event description:
On (B)(6) 2012, the pt reported the down button of the infusion device stopped working 2 months ago. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The pt does not wish to receive a replacement infusion device. The infusion device was requested to be returned for eval.